Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated they called mdt and tried unplugging and plugging device. Patient to call rep and schedule visit.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt mentioned the stimulation sometimes turned off by itself at night when the pt was sleeping. Pt would charge their ins before bed and would always charge the ins up to 100%, but sometimes when the pt awoke, the pt noticed the stimulation was off. Pt had to turn the stimulation on manually. Pt said the ins charge was usually at 90% in the morning if the ins was turned on all night, so ins charge was not depleting to low during the night. Pt said event date was about a month ago. Pt met with a manufacturing representative (rep) about 2 weeks ago and informed them of the issue. Pt said they knew cycling was enabled on ins. Pt said the reps worked to reprogram the ins and checked everything out. Pt said since their meeting with mdt reps, the pt started to notice the controller would display "stimulation is off" randomly and intermittently when they would unplug the controller from the wall outlet. Pt called mdt reps about 48 hours ago, but had not gotten a call back yet. During the call, pt confirmed therapy was on. Pt then plugged into ac power supply and unplugged from ac power supply several times, but therapy remained on. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from a patient (pt). It was reported that they called once before and that the manufacturer representative (rep) checked something and said that the implantable neurostimulator (ins) was okay. Pt said that they then got a letter asking how much they weighed, so they sent the letter back and didn't hear anything more. Pt said that the rep tried for an hour to get in touch with pss and that the (pt) themselves tried for 45 minutes. Pt said that the stimulator would go off and would not transmit. Pt said that if they unplugged the controller from the power supply and wanted to change from group c to group a, a lot of times the ins would go off and the controller would say that it was not transmitting as the ins was off. Pt said that the ins would go off in the middle of the night when the therapy was set on the lowest setting. Pt said that the ins would also go off in the middle of the day. Pt said that one time they never got the ins to come back on. Pt said that the ins would come back on normally when they turned the ins back on otherwise. Pt said that the rep told them to call pss and have the controller replaced. Pt noted that they had already reset the controller two or three times. Pt said that their hands weren't good so they needed their husband to help them remove the battery pack from the controller. Pss reviewed controller replacement with the pt and to follow-up with the rep if the replacement controller didn't resolve the issue. A replacement controller was sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.